Manufacturer narrative:
Continuation of d10: product ID a820 lot # serial # unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implanted infusion pump for non-malignant pain. It was reported that, on 2025-11-16, the patient's handset turned off while they were giving themselves a bolus and the screen said that the dose was read on the screen. The patient stated that they had to restart the handset to give themself a dose and when they were waiting, the screen came up and said to wait another 3 hours. This happened again on 2025-11-20 and it was getting stuck at 90% for a while. Patient services walked the patient through clearing data, closing all applications and going back to the myptm application. Troubleshooting steps taken on the call resolved the issue. It was noted that the patient had 10 boluses per day.

Event description:
Additional information was received from the patient indicated that their pump continued taking forever to deliver bolus and sitting at 90%. The agent assisted the patient with clearing the data and they managed to connect to the pump much faster. The patient also mentioned that they notice that their lockout time was showing 4 hrs and 7 hrs at times. Upon checking the therapy details the patient lockout was for 3 hrs. Patient mentioned getting service code 156 as well. The patient was redirected to their hcp.

Manufacturer narrative:
Continuation of d10: product ID a820. Serial# unknown: product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.